Event description:
A student nurse, under the direct supervision of an rn went to give medications to a patient via her mic g-tube. The student inadvertently flushed the balloon port of the mic tube with approximately 12 ml of water. A pop was heard (much like a knuckle being popped) and the patient said 'oh' and stated feeling pressure in the abdomen at the g-tube site. The tube was more movable after this and had moved out about 1 cm. All tube feedings and medications were stopped at this time. Rn secured g-tube with tape to keep in place. The on call physician was notified and consulted for ir who replaced the g-tube replacement the next morning. On closer inspection of the mic g-tube, it is a clear plastic tube with 3 ports, feedings, medications and balloon port to hold the device in place. Labeling of the 3 different ports is very difficult to read since they are embossed in the clear plastic and are clear themselves. The only port with any darker print is the balloon port were it states 20fr. And 7-10 ml. It also has a white casing inside with a leur lock apparatus to a fix the syringe to when inflating the balloon after placement.